Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 45 mg/dl while wearing the pod. Symptoms reported include nausea, vomiting and patient had a seizure. Mother called an ambulance and patient was treated with glucose by emergency medical technician.